Event description:
A customer in (B)(6) notified biomérieux of a misidentification of streptococcus infantis as streptococcus pneumonia in association with the vitek® ms instrument. The correct identification to streptococcus infantis was obtained at a reference laboratory (lspq) via gene sequencing. Repeat testing via vitek ms at the customer site again obtained an identification to streptococcus pneumonia. The customer indicated a delay in reporting the correct identification result. The preliminary report was issued for streptococcus pneumonia on 2019-07-31 at 08:20. The corrected final report was issued on 2019-08-23 at 16:16. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of streptococcus infantis as streptococcus pneumonia in association with the vitek® ms instrument. The correct identification to streptococcus infantis was obtained at a reference laboratory (lspq) via gene sequencing. Repeat testing via vitek ms at the customer site again obtained an identification to streptococcus pneumonia. The customer indicated a delay in reporting the correct identification result. A biomérieux internal investigation has been completed with the following results: fine tuning: the status of the fine tuning was good at the time of acquisition. Spot preparation quality: the customer's spot preparation quality seemed to be good. The calibrator "all peaks" values were quite homogeneous and this could be extrapolated to the sample spot preparation. Knowledge base (kb) review: streptococcus infantis is not present in the vitek ms kb 3.2. Sample data analysis: the identification as streptococcus infantis obtained with gene tuf sequencing was confirmed with gene soda sequencing. In addition, biomérieux quality control laboratory tested the customer strain with five (5) spots using vitek ms v3 kb v3.2. The misidentification issue was reproduced internally. The vitek ms results were: single choice to streptococcus mitis/streptococcus oralis resulted from two spots. Single choice to streptococcus pneumoniae resulted from one spot. Low discrimination to streptococcus pneumoniae - streptococcus mitis/streptococcus oralis resulted from one spot. No identification resulted from one spot. Streptococcus infantis is not in the vitek ms 3.2 knowledge base. In addition, the following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924-a for vitek ms clinical use v3.2: testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results. Based on the sequencing results and the phylogeny analysis, the most likely cause of the misidentification is a system limitation : species not present in the vitek ms kb v3.2. Root cause analysis: species not present in kb.